Event description:
Caller reported that the insulin gauge displayed an amount different than expected, with the issue occurring for about a month before (B)(6) 2025. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by loading a new cartridge and acknowledged instructions to call back for troubleshooting if the issue reoccurs.